Event description:
A trilogy 100 ventilator device in the u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use. The trilogy 100 ventilator device failed the vac power source peak power and internal li-ion battery tests. The device's power management board was replaced to address these test failures. Additionally, unrelated to the malfunction, the device's capacitor battery retainer, port block adapter front case, rear case, and base case enclosures, including warning labels, were replaced due to physical damage. The missing feet and handle o-ring were also replaced. The device subsequently passed all testing.

Manufacturer narrative:
The reported failure of vac power source peak power and internal li-ion battery tests are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.